Event description:
It was reported prior to a procedure at the user facility that the cord was damaged resulting in bare wires being exposed. There was no patient involvement, no delay, no medical intervention, and no adverse consequences.